Event description:
Information received indicated the left foot siderail would not latch.

Manufacturer narrative:
The left lower pivot at the foot end of the siderail was broken. The customer ordered a complete left foot weldment in order to resolve the issue.